Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The customer advanced the balloon dilator until it reaches the desired position within the stricture for dilating esophageal stenosis. When he started inflating the balloon, it was burst.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. Please see the updates in sections: g4, g7, h2, h6 and h10. The OEM performed a review of the device history record (DHR) and found no anomaly in documentation or process were noted.

Manufacturer narrative:
The product was returned and decontaminated. Inspection of the device showed the balloon was split longitudinally between the proximal bond and the distal bond. Unable to determine the root cause. It is possible that the customer's inflation device is incorrectly calibrated causing the balloon to be over inflated. The specified pressure for maximum dilation (20mm) is 5atm. The quality control release specification is a lower control limit(lcl) of 6atm. All risks are adequately identified and mitigations assigned. No updates of the risk analysis is required at this time.